Event description:
It was reported the patient's left ventricular (lv) lead became dislodged and a lead extraction/re-implantation procedure was conducted. The initial attempt to replace the lv lead was unsuccessful due to product performance as well as patient anatomy. The lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 7120 competitor implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).